Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) remained in loading device a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #(B)(4). The device was returned to the factory for evaluation on 27feb2020 and investigated on 09mar2020. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. Delivery device was returned outside loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) remained in loading device a replacement device was used to complete the procedure. The hospital did not report any patient effects.